Event description:
Two occurrences with two different modulus ii anesthesia machines where ac power was lost. Auxillary outlets lost power and all monitoring equipment could not power up. The modulus ii anesthesia machine could only run on battery power.